Event description:
While the patient was conducting rehabilitation (ECG exercise testing), sub-acute thrombus occurred. The patient went into cardiac shock and was put on a respirator. Emergency coronary angiography was conducted and thrombus was confirmed proximal to the implanted cyphers.